Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that during an end of service pump replacement procedure, it was discovered that the catheter would not aspirate when the physician tried to aspirate through the side port as well as when he tried to aspirate directly from the pump connector on the catheter. The catheter was replaced. The patient had no symptoms or complications related to the event. The pump was delivering baclofen (500 mcg/ml at 58 mcg/day). Additional information has been requested, but it was not available as of the date of this report.